Manufacturer narrative:
The reported issue of a dim segment was confirmed on the returned lvp display board assembly. ¿ the returned display board assembly was tested using a lvp mockup test fixture (B)(4)attached to a cad pcu. The board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Dim segments were exhibited on ic u4, seven segment display. The root cause of the customer's report was not identified. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 21jun2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 09oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc (B)(4). A qn database search was performed on the returned display board assembly p/n tc (B)(4). There are 8 quality notifications opened for p/n tc (B)(4); however there were no quality notifications related to this complaint.

Event description:
It was reported the display board is being replaced because of a dim segment. No further information was provided.